Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1702657 and j1702655. The device history records were reviewed for the possible batch numbers j1702657 and j1702655, and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: how was the case completed? No information. Was the broken drain removed from the patient and a new drain insert surgically? No information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic surgery on (B)(6) 2018, and a drain was used. During the operation, the drain was broken outside the patient¿s body when trying to pull out the trocar needle from the patient¿s body using pliers while placing the drain. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Received one used actual drain and its trokar which broke off. The drain broke following some damage in this area which happened during use.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.